Event description:
Reporter stated that, on an unreported date, a peritoneal dialysis patient was hospitalized for unspecified blood glucose problems. Prior to hospitalization, also on an unspecified date, patient began peritoneal dialysis therapy with extraneal (a labeled interferent for comfort curve test strips); this information was not known to the hospital staff. Reporter indicated that, during hospitalization, an unspecified fresenius solution was used for peritoneal dialysis and blood glucose was monitored with the accu-chek inform system. Although no actual results obtained on the inform system were provided, reporter indicated that patient's insulin was adjusted based on the inform system results. During the second day of hospitalization, patient was reported to be lethargic and an emergency response team was dispatched "to prevent the patient from entering full code status." Patient's vital signs were monitored and reported to be "ok." A serum blood glucose test was ordered, which reported patient's value as "low." Patient was treated with an intravenous solution of dextrose 50% (d50) and, at an unspecified time, was reported to have fully recovered. Reporter noted that, following the hypoglycemic event, patient's blood glucose monitoring, via the inform system, was discontinued and subsequent glucose tests were performed exclusively in the facility's lab. At the time of the report, the facility no longer had the test strips that were in use at the time of the event. No product will be returned to the manufacturer for evaluation.

Manufacturer narrative:
The date listed is an approximation. A staff member of the hospital reported that the event occurred approximately 2 years ago. Device not returned to manufacturer.